Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneously elevated cortisol results generated by the synchron lxi 725 clinical system for two patients.the initial results of ">60 ovrug/dl" were reported out of the lab for patients. Patient a sample was re-tested on a different instrument and a result of 6.36ug/dl was obtained. Patient b was re-tested on this instrument, but on a different reagent pack which produced lower result of 8.31ug/dl. Corrected reports were sent for both patients.customer was not made aware of any injury or change in patient treatment associated with this event.

Manufacturer narrative:
Customer reported acceptable qc recovery, except when qc was run within the last 15 reps on the reagent pack which had produced erroneous cortisol results.a system check run on 08/05/09 passed all specifications.customer did not report any event log messages associated with the event.a field service engineer (fse) was dispatched: the fse replaced several hardware components on the precision pump. The fse cleaned parts. The fse conducted performance testing and verified repair per established procedures. Results meet published performance specifications.a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.